Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: triathlon ps fem component cemented; cat# 5515-f-402; lot# bsh3ia triathlon sym patella s31x9mm; cat# 5550l319; lot# lhe474 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the right knee. Patient has bilateral knee implants. As noted on the 5 yr visit of the follow-up questionnaire (all poly tibia study), the subject noted no to their satisfaction with the knee replacement. The subject also stated that its a fast changing field, maybe he should have waited but he was in so much pain, and his knee scans should have been assessed thoroughly prior to surgery. The subject also noted no to their satisfaction during the 6yr follow-up questionnaire (performed over the phone), stating he has pain in cold fronts and when walking. The subject expressed he has continued pain in his knees since the procedure, and it is not what he thought it would be. The subject spoke about other procedures and doctors he researched after his procedure. The subject has not had surgery on the knee since the last study visit/contact.